Event description:
Per the clinic, the patient was administered with oral antibiotics (specific date and duration not reported) and IV antibiotics for a duration of 6 weeks.

Event description:
Per the clinic, the patient experienced an mrsa infection at implant site, exposing the receiver/stimulator. Subsequently, the device was explanted on (B)(6) 2025 under general anesthesia. There are no plans to reimplant the patient with another cochlear device as of the date of this report.